Manufacturer narrative:
Results: the pusher assembly of the second penumbra coil 400 (pc400) had minor bends in multiple locations. The embolization coil was intact with the pusher assembly and had offset coil windings. Conclusions: evaluation of the returned devices revealed both pc400s could be advanced through their introducer sheaths and a demonstration microcatheter without issue once dried blood was flushed out of the introducer sheaths. The root cause of the inability to advance the pc400s during the procedure could not be determined. Further evaluation revealed the second pc400¿s embolization coil had offset coil windings. This type of damage typically occurs due to forceful advancement of the pc400 against resistance. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a splenic aneurysm using penumbra coil 400s (pc400s). During the procedure, the physician successfully deployed and detached the initial coils in the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance two pc400s through the lantern, the pc400s would not advance out of their introducer sheaths and into the microcatheter. After many failed attempts, the pc400s were removed. The procedure was completed using additional coils. There was no report of an adverse effect to the patient.